Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: excessive stress or impact applied to the affected area, resulting in damage or breakage. The event can be detected by following the instructions for use which state: IFU document no.: (B)(4) rev.: 29 section: 3.2 inspection of the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeled adhesive around the light guide lens. There was no patient involvement.